Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reew1856 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported via medwatch "piece of guidewire broke off inside patient." No other information was provided.